Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was leaking in the package? It means the interior sterile package of the device was torn. Was the seal open or a whole in the seal? No. Was sterility affected? It might have been affected. Was there foreign matter in the sterile pkg? No.

Event description:
It was reported that during an unknown procedure, there is leakage of the interior package. It was not used on the patient. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53402. The analysis results found that an ecr60b device was returned outside its original package. No packaging material was returned for analysis. As the packaging material was not returned for analysis, no further testing or evaluation could be performed. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.